Event description:
In 2009, the lay user/patient's spouse contacted lifescan (lfs), alleging that the patient's one touch ultra meter reading inaccurately high. The complaint was classified based on the conversation the customer care advocate (cca) had with the reporter. The patient's wife reported that on the afternoon of two days prior to contact lifescan, he obtained an alleged high blood glucose reading of "470 mg/dl" with the subject meter. The reporter claimed that the patient manages his diabetes with insulin and glucophage. As a result of the alleged inaccurate result, the patient's wife reported that the patient took an increased dose of humalog insulin (30 units). Approximately 35 minutes later, the reporter stated that the patient developed low symptoms of feeling shaky, sweaty, disoriented and a glazed look. At the onset of symptoms, the patient's wife stated that she tested the patient with her meter (another one touch ultra meter) and obtained a result of "53 mg/dl." It is not known what medical treatment the patient received in response to the symptoms. At the time of troubleshooting, the reporter did not have the subject meter with her. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.